Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd curve access system (was) and a 35mm watchman flx pro closure device were selected to be used. An approach was made via the left femoral vein as the puncture site in the right femoral vein was difficult at the start of the procedure. The tenting was difficult to see, and it had to be raised several times before performing the septal puncture. Although the system appeared to have crossed the septum, the guidewire was not visible in the left atrium. There were no changes on the patient vitals and pericardial fluid, and the closure device was implanted. It was later reported that a cardiac tamponade occurred, and a pericardial effusion was noted on the posterior wall. Pericardiocentesis was performed, and a moderate amount of dark pericardial fluid was drained. The patient condition was stable and admitted in the intensive care unit (ICU). The patient remains hospitalized in stable condition.